Event description:
Product analysis was completed on the returned generator. The reported allegation of premature battery depletion was not duplicated in product analysis. A comprehensive automated electrical evaluation showed that the generator performed according to functional specifications. The battery voltage remaining appeared to align with the battery percentage that had been consumed. There was no performance or any other type of adverse conditions found with the pulse generator. No further relevant information has been received to date.

Event description:
It was reported that the patient's generator was prophylactically replaced. The explanted generator was received by the manufacturer for product analysis; however, product analysis has not been completed to date. No further relevant information has been received to date.

Event description:
It was reported that the physician believed the patient's battery diminished quicker than expected. It was reported that within four months the patient's generator battery went from showing 50-75% battery capacity remaining to 8-15% battery capacity remaining. The patient's neurologist indicated that the patient had not had any known surgeries since 2017. Device history records were reviewed for the generator and the generator passed all functional specifications and quality tests prior to distribution. Internal data from the patient's generator was reviewed. The percentage of battery consumed does not align with the battery voltage and the resultant battery status. The generator may have depleted prematurely based on the discrepancy between the percent battery capacity used and the capacity remaining per the voltage of the battery. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.